Event description:
Additional information was received from a manufacturer's representative (rep). This was a complete explant of the pump and the catheter, no revision or replacement. The patient had developed pocket swelling and tenderness around the pump pocket a few weeks prior to surgical intervention. The patient's serology revealed no growth after 3 days from the 500+ ml of fluid drained from the pocket. Surgical cultures/gram stains were also negative after 3 days. No infection/infectious fluid, patient was diagnosed as having had a pocket seroma. Patient had a past of flipping her pump, however, intraoperatively and in clinic she was found to have her pump in the correct position. The patient requested to have entire system explanted and wanted to proceed with stimulator therapy trials.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial # (B)(4), implanted: (B)(6) 2009, product type: restore prime adv (neurostimulator); product ID: 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type: octad 1x8 (lead). The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump on 2016-09-26 revealed no anomaly. (B)(4) is regarding the catheter (model 8709sc and model 8596sc) and the (B)(4) is regarding the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider hcp), and a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 50 mg/ml at a dose rate of 2.6 mg/day via an implantable pump for chronic low back pain and spinal pain. On 2016-09-14 a consumer initially reported that the pump started flipping 3 to 4 weeks ago in (B)(6) 2016 and was going around in circles and the patient¿s stomach was the size of a ¿grapefruit¿ and the patient was sick and couldn¿t eat and was throwing up. The date (B)(6) 2016 is considered an approximate date of event. It was further reported that a catheter problem occurred on (B)(6) 2016. The pump and tubing was planned to be changed out on (B)(6) 2016; the tubing was to be replaced because the ¿tubing was coming off¿. The patient learned about the catheter problem when they were told about it on (B)(6) 2016. The patient had no falls or trauma. It was indicated that the hcp did know why the pump flipped, but said it ¿might have been because the cord came off¿. On (B)(6) 2016 it was reported that the pump was explanted on (B)(6) 2016 regarding a pocket seroma. The device was not replaced. Regarding the catheter, prophylactic removal secondary to pocket seroma was noted. The patient was without injury. The patient¿s status after the device was removed was indicated as being unknown. The pump was returned to the manufacturer. On (B)(6) 2016 additional information was received from an hcp and consumer via a company representative. Due to the seroma, the pump pocket was drained and pump and catheter were completely explanted on (B)(6) 2016. The patient¿s pump and catheter were to be replaced in the future. The company representative first encountered the patient on (B)(6) 2016 prior to explant. Two weeks prior the patient began to have a stinging sensation in her pump pocket; this sensation was made worse with movement. For the last week she developed a large amount of swelling around the pump. There were no attempts made to aspirate the pouch for fear of contamination. The pump was explanted and approximately 550-600 ml of serous fluid was drained from the patient¿s pouch consistent with seroma. Cultures were obtained, however the results were pending as of (B)(6) 2016. There was no obvious tortuosity or damage to the catheter. The catheter was noted as being attached appropriately to the pump via the sutureless pump connector. The pump also had no obvious signs of damage on explant. The catheter was discarded by the surgical team. It was further reported that the as per the patient, her pump flipped on multiple occasions, but the clinic was always able to refill the pump as it was facing the appropriate position. Pump interrogations and refills revealed appropriate pump function and accurate residual volumes on refill was noted. The patient stated she was getting good therapy from pump. It was unknown if the issue was resolved as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. On 2016-09-19, a company representative reported that patient had a history of her pump flipping and a catheter revision/pump replacement occurred previously on (B)(6) 2016. It was noted that everything was fine until approximately 2 weeks prior when the patient started developing swelling around her pump pocket. The patient experienced swelling and tenderness to the pump pocket. Outpatient radiographs revealed that the pump looked to be in proper position. The decision was made to drain the pocket; the patient requested to have pump and catheter explanted. Regarding the approximately 500-600 ml of fluid drained from her pump pocket suspicious for seroma versus infection, the company representative was not privy to the results of the cultures taken from the pump pocket. The patients pump logs revealed no errors and the patient stated she was receiving adequate therapy. However, the suggested seroma was not diminishing in size and surgical intervention was required. The physician did not want to drain the seroma in the outpatient setting for fear of contamination/infection and risk to the patient. As of 2016-09-19, there was no known cause for the seroma. The physician did mention that her catheter appeared patent and free of kinks/cuts/abrasions on explant. Her pump appeared normal in appearance with no obvious sign of external structural compromise. On 2016-09-23, a company representative reported that there was never any mention on their end of the ¿catheter tubing coming off¿. The cause of the seroma remained unknown and the pump was noted as not having flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.